Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of bluetooth (ble) telemetry and an error message. The device was re-interrogated to clear the error message and restore ble telemetry. There were no patient consequences.